Event description:
It is reported that the inserter broke upon impaction.

Manufacturer narrative:
Evaluation summary: an investigation of lot 53951300 found that it was not manufactured from the 17-4 sst material specified at the time of manufacture. Due to this incorrect material being used, this lot is at a higher potential for fracture. Evaluation: as returned, all of the inserter teeth have fractured off the device. This lot is subject of a recall under zimmer recall number 1822565-06/23/2010-005-r. Please reference this report for additional details on the investigation and corrective action.